Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient's wife reported, the patient experienced elevated blood glucose of up to 400 mg/dl. His normal blood glucose range is 200-220 mg/dl. She stated the piston rod of the infusion device appears to be moving very slowly and has difficulty pushing insulin. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.